Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received a calibration error alert and he could not clear it. Customer stated that the esc button is sticking. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 173 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received no button response due to flattened button dome switch. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.